Manufacturer narrative:
The root cause of the limb ischemia cannot be determined since the product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia.

Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and developed limb ischemia immediately following the implant. The patient presented positive with the flu and underwent a left heart catheterization which revealed 90% occluded left main stenosis with transient loss of flow to the left circumflex resulting in an inferior myocardial infarction, and the decision was made to implant the impella cp device for a bridge to decision on surgical evaluation. Once the impella was placed in right common femoral artery, distal runoff angiogram revealed sluggish flow. Plans were to watch over next couple of hours. Ultimately, a fem/fem bypass was completed; a 6fr retrograde sheath was placed in the left common femora artery connected by a male-to-male adapter to a 5fr antegrade sheath placed in the right superficial femoral artery. Distal perfusion verified by doppler. The setup was flushed hourly and doppler. The following day, it was noted the patient remained stable with no events overnight. The impella site was without bleeding and hematoma and the fem/fem bypass remained patent with flushing and doppler every hour. The patient was kept sedated on ventilator until completion of the high-risk percutaneous coronary intervention (pci) scheduled for the following day (as noted, the patient was deemed ineligible for surgery due to heavily calcified aorta and root). The high-risk pci (left main, left anterior descending and circumflex arteries stented) was completed, the impella weaned down during the procedure and removed afterwards without difficulty. The patient's outcome following the explant was noted as survived in stable condition.